Manufacturer narrative:
Additional laboratory analysis was conducted on this returned unit. The device case was opened and the hybrid circuity underwent highly accelerated life testing (halt). The device was subjected to extreme temperature ranges in an attempt to recreate the clinical observations. Following halt testing, the high-power output module was cross-sectioned and the laminated layers were observed under magnification. An area of delamination was noted between the conductive epoxy and the printed circuit board, under the components associated with the positive phase of the output pulses. Root cause of the clinical observation of high impedance was traced to a latent failure in the high-power output module assembly. The area of delamination between the circuit board and the epoxy created an intermittent connection resulting in the clinical observation. This is the first confirmed instance of this issue in a fielded s-ICD product. Process enhancements have been implemented and demonstrate improved robustness of this module to delamination concerns.

Event description:
--

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to a system error suggestive of an impedance anomaly. The patient was hospitalized until intervention in the following days. Field follow up reports the intervention took place as scheduled. The physician reported the chest x-ray revealed no information. The patient was then taken for revision to ensure appropriate connection within the device header; no anomalies were found. The electrode and device were disconnected and reconnected; however, impedance values remained high out of range. Both the electrode and device were then removed and replaced. Impedances measurements with the new system exhibited normal values during post-implant defibrillation testing. Both products are intended to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies and had not triggered the replacement indicator. The device was able to be interrogated and a memory download was performed successfully. The device produced audible tones in the presence of a magnet. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations; however, the lead impedance fault message was confirmed stored within the device memory. All attempts to duplicate the device failure were unsuccessful with our laboratory setting.